Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d5, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 26-sep-2022 to 25- sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue with power management settings. The field service engineer used ka 17031 and monitor to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer that a bd pyxis anesthesia es system preventing user log into the system using biometric scanner. The customer stated that they moved another system into that room, this system had the medication that need to be removed for an emergency case. No patient care delay was reported. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the unable to login in using resulted in a delay in emergency. A field service engineer verified that the issue with power management settings. Used ka 17031 and monitor to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system preventing user log into the system using biometric scanner. The customer stated that they moved another system into that room, this system had the medication that need to be removed for an emergency case. There were no adverse events or injuries reported based on this event.